Manufacturer narrative:
Vns therapy system labeling lists haorseness as a potential adverse event possibly associated with surgery or stimulation.

Event description:
Reporter indicated that pt was experiencing severe hoarseness related to vns therapy. The pt was receiving medical intervention related to the event. The generator and leads were explanted after the events did not resolve with medical treatment. Product analysis performed on explanted product and yielded no anomalies.